Event description:
A medtronic representative reported that, while in a spine fusion procedure, the surgeon alleged an inaccuracy of 3-4 millimeters superior/medially after taking the c-arm spin. Using the non-medtronic orbic 3d c-arm, the tracker was seated flush to the c-arm tube. In trouble-shooting, the surgeon made adjustments to his surgical technique to accommodate for the 3 millimeter inaccuracy. Site continued using this c-arm to continue the procedure after 30 minute delay. The medtronic representative noted that the tracker on the orbic appeared to be flickering even though the camera could see both the frame and the tracker. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
(B)(4) 2015 - a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. (B)(4) 2015 - a medtronic representative, following-up at the site, reported that the site is continuing to have accuracy issues after extensive trouble-shooting. Camera was swapped out with a known working like navigation system; the c-arm was re-calibrated and the ip address was changed. When they were setting up to re-calibrate the orbic, they noticed the leds were flickering and causing red/green status intermittently. They swapped the battery out and with a fresh battery, all the led would flicker almost uncontrollably. Putting the old battery back in helped, however, the issue remained. Tested the orbic c-arm and found that it was inaccurate 1.5 millimeters inferior and 1 millimeter left; performed 4 spins. Return requested. Replacement wireless tracker shipped to site. Medtronic investigation of returned suspect wireless tracker finds that the returned tracker is well worn with many nicks and scratches. The membrane over the power switch is cracked and broken. When powered on, the tracker returns good geometry error and tracks without issue. The only time the leds were observed to flicker was when the tracker was rotated. The leds on the edge of the view would flicker momentarily until they were within full view. When the face of the tracker was clearly within the view of the psu, the leds did not flicker. No problem found. No fault found.

Manufacturer narrative:
A medtronic representative reported that the wireless tracker was replaced and both of the on-site orbic imaging systems had separate calibration files which were re-calibrated to the navigation system. The navigation system was then found to be fully functional and the issue was resolved. There were no further issues reported.